Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported inaccurate measurements that are approximately a half of a diopter from measures taken by the surgeon and other unspecified unexpected measurements. The surgeon implanted the intraocular lenses measured during the preoperative exam and tried to confirm if they were correct. The system confirmed the surgeon was correct. Additionally, the reticula disappeared from the microscope although it was active on the screen. Additional information requested.

Manufacturer narrative:
A review of the customer provided screen capture showed a cylindrical value of +.95 for the toric case. This pseudophakic measurement was performed immediately after surgery which could lead to an unreliable result. The customer reported event that the system contributed to the readings and measurements issue was not able to be confirmed. Based on quality assessment, the product met specifications at the time of release. The root cause of the readings and measurements issue cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported "strange measurements" during use of the product on a patient requiring a toric intraocular lens. Additionally, the reticule disappeared from the microscope although it was active on the screen. This is one of two reports being filed by the same facility. The alcon reference numbers are: 2016-84368 and 2016-84372

Manufacturer narrative:
(B)(4).

Event description:
This report is to reflect a case that involved a toric intraocular lens where the surgeon received strange measurements from the system.